Event description:
A female pt underwent outpatient leep procedure under general anesthesia in hospital or. During procedure, grounding pad came off 80%. Rn put grounding pad back on. Pt sustained a third degree burn on her lateral thigh. Leep device did not have an alarm or shut off feature for when pad became dislodged. Dates of use: 2008 - 2009. Diagnosis or reason for use: cervical dysplasia. Event abated after use stopped or dose reduced: yes.